Manufacturer narrative:
The reported complaint "svo2 incorrect,erratic, drifting" was confirmed. An edwards electronics technician evaluated the optical module and found that the error code was svo2 drifting; however, upon further investigation, it was found that the optical module trilens was damaged causing the svo2 drift. The service history was reviewed and all manufacturing requirements were met.

Event description:
Optical module, model om2e, (B) (4) was reported as having the svo2 incorrect,erratic, drifting. No patient injury was reported.